Event description:
Philips received a complaint by the customer on the v60 indicating during set up, the respiratory therapist (rt) reports that the vent was alarming "high leak" and that they could not resolve. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the average air slpm (standard liter per minute) readout on the pneumatics screen is 58 with flow and pressure set to zero. The flow sensor zero calibration fails. The rse advised to replace the flow sensor assembly and provided parts ID for the repair. Per a good faith effort (gfe) response received 05nov2025, it was confirmed that the parts order was canceled by the buying department. The flow sensor assembly still needs to be reordered to proceed with the repair. The error code and diagnostic report (drpt) could not be obtained. The device repair remains pending part replacement. The defective flow sensor assembly will not be returned to philips respironics and will be disposed of by the customer following replacement. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.